Event description:
Ems employee reported the aviva system gave a blood glucose result of 110 mg/dl at a time when a patient was unresponsive. Ems delayed treatment based on the aviva result. Hospital meter result 15 minutes later was 60 mg/dl, customer treated with dextrose 50%. A request was made for the return of the system, however the strips are not available for return.